Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was poor communication on the patient programmer. The patient was recently implanted. She got the poor communication screen with and without the antenna. The problem started on (B)(6) 2016. There was a bandage on the implant but it was not as swollen as before. Additional information noted that the patient did not have a flutter but felt like she was being stabbed. She also had lots of trouble getting the programmer to connect to the implant. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Additional information from the manufacturers¿ representative reported that the patient never had symptom coverage since implant and the symptoms were getting worse. The health care professional (hcp) redirected the patient to the manufacturer because there was nothing more they could do for her. It was unknown if the hcp did any troubleshooting with the patient. Further information from the consumer reported that she used to have the stabbing sensation a while back when she was in a certain position but when she moved back out of that position, the stabbing sensation went away and everything else seemed to work fine so she ignored it. The stabbing sensation returned. The patient felt stim in a different location than she used to. It was felt as a stabbing sensation and further down than it used to be. She turned her implantable neurostimulator (ins) amplitude setting down to where it was almost off because of the stabbing sensation but she decided to turn it back up because she could not hold it before she got to the bathroom. She felt a pain that could be described as having kidney stones whenever she went to the bathroom. There was blood in the patient¿s urine and the patient stated that the ins was causing a little bit of fresh blood to come out of her vagina or uterus. The patient spoke to her doctor about the medical issues and she needed help to change programs. She was assisted with changing programs and shown how to increase/ decrease amplitude as the doctor¿s gave permission to do so. The ins status was confirmed with the programmer, therapy was on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient believed their device was malfunctioning and never worked the way it was supposed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.